Manufacturer narrative:
The customer¿s report that the set separated at the y port was confirmed. Visual inspection noted that the pvc tubing from the set was completely separated from the inlet engagement of the distal y-site. Visual inspection under magnification indicated that there was no bonding solvent applied at the end of the tubing that was separated from the smartsite y-site. Functional testing was deemed unnecessary as the set tubing was found separated at the inlet engagement of the y-site and tubing. Dimensional testing was performed and the tubing was found to be within specification. The root cause was identified as a manufacturing issue due to no solvent being applied at the junction of the pvc tubing.

Manufacturer narrative:
Concomitant medical products: 100 ml baxter bag (B)(4) lot p354035 exp sep 17 0.9% nacl; 1g vial vancomycin hydrochloride (B)(4), lot 573598e04, exp 10 oct 2017, therapy date (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the set separated at the ¿y¿ port while infusing vancomycin. There was no report of patient harm.